Manufacturer narrative:
The results of the investigation are inconclusive since the system was not returned for analysis. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01153. It was reported that patient experienced ineffective therapy. An in-office fluoroscopy confirmed that the leads had migrated down from l1 to l2 and laterally out of the epidural space. Reportedly, patient twisted her back extensively with the intent to popping it. Surgical intervention may take place to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.